Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
There was a tear in the hard plastic which cause the PICC line to leak at its opening. Due to the leak, the line was replaced after 5 days of use. According to the initial reporter, the patient did not experience any additional adverse effects due to this occurrence